Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
During a revision surgery scheduled to extend an existing construct, the surgeon noted that two everest mi cannulated polyaxial screws had migrated; the surgeon replaced the devices. This report captures the second of two migrated screws.

Event description:
During a revision surgery scheduled to extend an existing construct, the surgeon noted that two everest mi cannulated polyaxial screws had migrated; the surgeon replaced the devices. This report captures the second of two migrated screws.

Manufacturer narrative:
No product returned